Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the 8015 pcu displayed an error code 110.6021 was confirmed by tech support. Tech support had a walk through with the customer and revealed the following, tech is get error code 110.6021 on 8015 bd unit which has to do with keypad failure is detected during the post. Will first has to do with keypad to be replace next would be the logic if replace both part still does not resolve error next to return unit for services repair. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn't determine the probable cause of the customer¿s reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the 8015 pcu displayed an error code 110.6021. There was no patient involvement.